Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer reported that they were unable to clear the alarm. Customer reported that the insulin pump did not required rewind. Customer not able to complete rewind. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to refer to backup plan. The insulin pump will be returned for analysis.